Event description:
The manufacturer received information alleging a ventilation service required error code was found on a aeris evo device. The device was not in use on a patient at the time of the occurrence. The aeris evo device was being evaluated by the third-party service center when the error code was found on the device. During the evaluation it was noted that the error code, pressure sensor mismatch (e-0384), was observed on the device's error log. The third-party service technician evaluated the device further to find contamination on the machine flow sensor, blower, and in-line proximal filter that had caused the issue to occur on the device. In conclusion, the device's machine flow sensor, blower assembly, and in-line proximal filter were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter, particulate filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable malfunction/issue. The device passed all final testing.